Event description:
Customer reported issues with the insulin pump. Customer states that she went into the water and there is moisture inside the insulin pump. Customer states that the insulin pump is alarming and had a button error alarm. The blood glucose reading is 300 mg/dl. The insulin pump will be reaplaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device also was received with cracked case at display window corners, battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.